Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reports she changed the type of infusion set she was using and since that time has had elevated blood glucose levels. Pt's normal blood glucose is 100 mg/dl during the day and 120 mg/dl at night. Pt stated her blood glucose on (B)(6) 2010 ranged form 59-200 mg/dl. Pt reported she corrected via the infusion device as well as by injection twice on this day. Pt stated her blood glucose level on (B)(6) 2010 ranged from 74-262 mg/dl; corrected via infusion device. Pt reported she also changed her infusion site. Pt stated her blood glucose readings on (B)(6) 2010 ranged from 38-242 mg/dl; corrected via infusion device as well as one injection on this day. Pt reported she also noticed an air bubble in the insulin cartridge. Pt stated on (B)(6) 2010, her blood glucose ranged from 158-371 mg/dl; corrected via infusion device and took one injection. Pt reported she changed her infusion site as well. Pt stated on (B)(6) 2010, her blood glucose ranged from 48-264 mg/dl; corrected via infusion device. Pt reported she noticed an air bubble in the insulin cartridge on this day. Pt stated on (B)(6) 2010 her blood glucose ranged from 66-274 mg/dl; corrected via infusion device. Pt reported she changed her infusion site as well. Pt stated on (B)(6) 2010 her blood glucose ranged from 127-274 mg/dl; corrected via infusion device and took one injection. Pt reported she also changed the infusion cartridge and switched back to her original type of infusion set. No further information was provided. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.